Event description:
It was reported that a lead integrity alert was triggered. The right ventricular (rv) lead exhibited oversensing, increased short interval counts (sic), and noise. A lead replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis is documented in report 2649622-2015-08004.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.